Event description:
It was reported that during the implant attempt there was difficulty positioning the rv lead and on the third attempt the screw mechanism would not retract nor extend. The lead md reported that the lead "did not feel right". The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was also noted that there was blood/body fluid on the distal conductor and in/on the helix/lobe mechanism. The analyst commented that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector.